Event description:
The device was returned with no information.

Manufacturer narrative:
Catheter model: 8596 (proximal catheter), (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2011; catheter model: 8598 (distal catheter), (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2011. Final analysis of the device revealed a high battery resistance. Drugs delivered via the device per analysis were marcaine and dilaudid.